Event description:
Baxter technical services repported "excessive battery depletions".

Manufacturer narrative:
Evaluation was completed and the reported condition of depleted battery was confirmed. The pump had 67 battery depletions below threshold. Review of the complaint history reveals similar reports have been received for this product for the reported issue.